Event description:
Hcp reported "suspected break in distal catheter, consider a possible shear at time of implant." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.